Event description:
Reported 1 false positive result for one patient (unknown if symptomatic or asymptomatic). The customer communicated the result was confirmed positive by molecular (pcr testing) and antibody.

Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Clinical affairs in (B)(6) tested returned patient sample. A total of 4 individual foam nasal swabs samples were received with identical labeling. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot determine with return testing. Source: phone.